Event description:
It was reported that during implantation of the preloaded intraocular lens (iol) into the patient's eye left eye, the tip of the haptic was torn off after being caught in the inserter (preloaded device). It was observed that the tip of the haptic was not introduced in the eye. The iol was set up per the directions for use using balanced salt solution. Account indicated that a slight resistance was felt when advancing the plunger. However, after the iol unfolded and was fixated in the eye, good centration was achieved. One suture was applied to close the incision made to introduce the iol into the eye. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Section a2, a3b, a4, and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.